Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the wire was frayed on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cables were frayed. The grip cables were frayed at the distal idler pulley. Frayed strands stuck out at the wrist. Failure analysis investigation also found the instruments grip cable was broken. The pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There is a .064 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however the likely cause of the bending remains overloading at the tip. The bent damage may have been likely due to mishandling/misuse. The instrument passed electrical continuity testing. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed cable if to recur could cause or contribute to an adverse event.